Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has physical damage. Blood glucose at the time of the incident is unknown. The customer stated that the drive support cap was loose and had a broken piece. Also, stated that the screen was cracked on the inside. The customer did not know how the damage occurred. It was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with partially broken off the end cap at drive support disk area, cracked and bleeding on lcd glass, cracked case at display window corner and cracked reservoir tube lip. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test or excessive no delivery test due to cracked and bleeding lcd glass.